Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose. The customer was treated with glucose tablets. The device will not be returned for analysis.